Event description:
It was reported that the insulin pump was delivering bolus by itself, and the customer had to suspend a bolus. The mother stated that the device also got stuck in the prime rewind loop, but she was eventually able to get out. Troubleshooting was not performed as the insulin pump was functioning properly at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.